Manufacturer narrative:
The received valve unit featured some brownish spots on the sole (possibly blood spots). Patency test with air revealed no anomaly. The valve was then pressure/flow tested and the valve was found functional: opening pressure is slightly over specification in stage 1: valve opens under a differential pressure of 100mmh20 instead of 80mmh20 for flow below 15ml/hr. Flow regulation (stage 2) is within specifications. The device history records of ref 909700p, lot 208002 were reviewed and did not reveal any anomaly that could explain the reported event. The complaint is not verified by the device investigation, the valve is functional, and the small shift in stage 1 has no impact on the valve function. The exact root cause of the reported faulty device could not be determined by the investigation. The small shift in stage 1 may be related to the valve manipulations (explantation, decontamination).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported on behalf of the customer that a child had the 909700p osv ii low provalve implanted at 9.30 am on (B)(6) 2018. The valve was discovered to be faulty and the patient needed revision on the same day at 9.45 pm. The patient was not injured but he had to have second surgery. The event led to an increase in surgery time for two hours (2nd procedure).